Event description:
It was reported that a self-test error displayed when the device was powered on (intermittent issue). The biomed suspects a bad keypad. The biomed will order a keypad and replace it. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.